Event description:
It was reported that device damage occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a watchman trusteer access system (was) was inserted and versacross connect was used for transseptal puncture. A 27mm watchman flx pro closure device and delivery system (wds) was inserted yet it failed to meet release criteria as it did not meet the position test, so the procedure was aborted. The was found to be kinked. The procedure was cancelled due to challenging patient anatomy. The laa was of shallow depth, with a sharp bend (anterior and superior) with sharp bend (posterior and inferior).